Event description:
Boston scientific received information that the field representative contacted boston scientific technical services (ts) to discuss an alert that was received for the right ventricular (rv) lead exhibiting shocking impedance measurements of less than 20 ohms. Ts advised further testing and assessment to determine the integrity of the lead. The field representative stated that the clinic will be bringing the patient in for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.